Event description:
A malfunction was reported by the customer, indicated by malfunction code "malf 0". There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, which they completed successfully, and the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue recurs.